Event description:
The laser system had completed the warm up sequence and was in standby when the laser system lost all power. The customer checked all connections and rebooted the laser system, however, the display function was inoperative. The system was unable to be utilized, and the procedure was completed with plasma vaporization. There was no report of a pt injury; however, the MFR is filing this surgical intervention due to the add'l treatment the pt underwent as a result of incompletion of the case.

Manufacturer narrative:
The laser system has been serviced. The suspect component has been removed and replaced.